Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported the sensing values on the right ventricular lead were low. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: (B)(4) implantable cardioverter defibrillator (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.